Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a communication issue was noted on the device. Patient initiated and scheduled transmissions were unsuccessful. An in clinic follow-up is anticipated but not yet scheduled. The patient was in stable condition.